Event description:
Senseonics was made aware of a false hypoglycemia event and the user complained of sensor inaccuracies. The user reported that on (B)(6) 2023 at 7:30 am, the sensor glucose (sg) reading was 42 mg/dl where the blood glucose (bg) value was 92 mg/dl. The user received a low glucose alert at the time of incident because the sg value went below the set threshold. User didn't take any remedial action or require any medical assistance because the bg value was in normal glucose range.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Preliminary investigation was performed on the user synced data on data management system (dms) which is a cloud platform for the glucose data. The preliminary analysis confirmed the customer reported mismatch on the day of incident. The customer had also reported swelling, pain and hematoma around the area of insertion on the same day. The incident of swelling and hematoma around the insertion site would have likely affected the performance of the sensor at the time of hypoglycemia event. To determine the actual root cause of the performance deviation, a return material authorization (RMA) was issued for the return of sensor. However, the customer chose to keep the sensor as the performance returned to normal behavior, potentially after the hematoma, pain and swelling completely subsided. The current system performance is within expectations. No further investigation was found necessary for this complaint.